Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus was replaced and calibrated. It was also noted that the power cord door was broken, and the electrocardiogram (ECG) connector was loose.

Event description:
It was reported that the programmer screen does not respond to the stylus touches to manipulate device settings and for testing. It was necessary to touch the screen several times to work, and at times, it did not work at all. The stylus was changed and the service disk ran, with no resolution of the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).